Event description:
Pt with end stage renal disease admitted to hospital with sepsis. On (B)(6) 2011, pt identified as having catheter line sepsis and underwent surgical removal of hero catheter and insertion of temporary dialysis catheter. At time of removal, the hero catheter was found to have some fractures in it. And area of clotting.